Manufacturer narrative:
The single inner setscrews [product code: (B)(4), lot no: arnb84] were not returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the three returned setscrew threads had become torn and peeled off the setscrews. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the three single inner setscrew threads becoming torn and peeled off cannot positively be determined. However, one possible root cause may have been that the single inner setscrews most likely were not properly seated during insertion and inadvertently cross threading occurred causing the setscrews¿ threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6) 2014. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At the moment of torque, setscrew deformed (misshapen).